Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that  the patient stated their surgery was botched and they were bed ridden. Additional information received on (B)(6) 2021  indicating that the patient mentioned having really horrible pain. Patient stated they did not want to talk today and has device turned off and had it turned off for 36 hours now. Patient stated she is going to speak to her representative today (B)(6) 2021 about everything. No further complications were reported at this time. Additional information was received from the patient. It was reported that the patient stated the hcp made a mistake and might have hit a nerve however the hcp said that they did nothing wrong. Patient stated the pain started when they woke up, when device was removed, pain went away. Pressure of the device on a nerve was causing pain. They're doing alright currently, has occasion flashes of pain, but doing fine. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that  the patient stated their surgery was botched and they were bed ridden. Additional information received on 2021-jul-14  indicating that the patient mentioned having really horrible pain. Patient stated they did not want to talk today and has device turned off and had it turned off for 36 hours now. Patient stated she is going to speak to her representative today (B)(6) 2021 about everything. No further complications were reported at this time. Additional information was received from the patient. It was reported that the patient stated the hcp made a mistake and might have hit a nerve however the hcp said that they did nothing wrong. Patient stated the pain started when they woke up, when device was removed, pain went away. Pressure of the device on a nerve was causing pain. They're doing alright currently, has occasion flashes of pain, but doing fine. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.